Event description:
As part of the existing ongoing issue of the presence of counterfeit hernia mesh products identified in pakistan, a photo was provided and found to show multiple labeling discrepancies.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Photo analysis summary: this is an analysis of a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photos shows multiple labeling discrepancies were identified, for example, incorrect manufacturing and expiration dates. In addition, the writing style and font of the product artwork did not match the information on file. Lot number does not exist in j&j globally for this product. In addition, the barcode qr was readable with the scanner with result +215pmm32/ $$0119hdp8660, the last five digits do not match with the lot number. Based on the samples received, the product is confirmed to be counterfeit due to the discrepancies found in the labeling and packaging material. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation could not be completed as batch hmw906 is invalid for san lorenzo. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned